Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the jaw of the punch oval upbiter was broken. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The markings on the device confirm the part number. The device is very worn from use, and the markings are difficult to see. The top jaw of the device is broken, and was not returned. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.